Manufacturer narrative:
Results: failure to deliver stent and stent deformation. The lesion was calcified. Conclusion: failure to deliver stent and stent deformation. The lesion was calcified. (B)(4).

Event description:
The physician intended to deploy an endeavor resolute drug eluting stent. The target lesion was calcified and in the om. The device was inspected prior to use with no issues noted. The lesion was pre-dilated, but the device could not cross the lesion. The were no patient complications reported. The device was returned to the manufacturing facility and through analysis of the device the stent was reported to be damaged. Device evaluation: the distal tip was flared. Multiple struts from the 1st distal stent segment were deformed. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿